Manufacturer narrative:
The company service representative examined the system and confirmed the system message (sm) - unk footswitch type detected. The footswitch, footswitch printed circuit board (pcb), foot switch cable, and central processing unit (cpu) battery were replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system or footswitch. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a system message was received and the footswitch did not work during a procedure. The procedure was completed after exchange the system. There was no pt harm.